Manufacturer narrative:
This is a supplemental report to report # 1218950-2016-04671. The FDA registration number initially chosen was incorrect.

Event description:
The customer reported that the speaker was broken. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.